Event description:
It was reported the medication bag of gemcitabine had not finished infusing when the pump/computer indicated it was time. There was 20 ml left in the bag at the end of infusion. This was secondary infusion and the intended programming was 643.6 ml/hour, 30 min infusion, 1968.4 mg in ns/321.8ml. This event caused additional time in the chair but there was no patient harm. Although requested, no further information was provided.

Manufacturer narrative:
The reported event of device had underinfusion- gemcitabine, was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of the "pump did not infuse the entire bag of gemcitabine" based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module had under infused, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. No product returned.

Event description:
It was reported the medication bag of gemcitabine had not finished infusing when the pump/computer indicated it was time. There was 20 ml left in the bag at the end of infusion. This was secondary infusion and the intended programming was 643.6 ml/hour, 30 min infusion, 1968.4 mg in ns/321.8ml. This event caused additional time in the chair but there was no patient harm. Although requested, no further information was provided.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Patient identifier: (B)(6). No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information not provided.

Event description:
It was reported the medication bag of gemcitabine had not finished infusing when the pump/computer indicated it was time. There was 20 ml left in the bag at the end of infusion. There was no patient harm. Although requested, no further information was provided.